Manufacturer narrative:
Patient codes: 1884 labeled device codes: 2993 labeled na internal file number -(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. B3: estimated date g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Hematoma is listed in the proglide instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The reported patient effect of hematoma is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a proglide device relative to an unspecified procedure. Reportedly, the proglide device was stored at temperatures greater than 77 degrees fahrenheit. After the procedure, the patient developed a hematoma and was sent to surgery. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.